Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was over 500 mg/dl. Customer had blood glucose level of 400 mg/dl. Customer had nausea and vomiting. Customer was treated with insulin drip and insulin shot. Customer was using auto mode. Customer was not alleging insulin pump for under delivering. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with pillowing keypad overlay. (B)(4).